Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and high blood glucose test results. Mother is calling on behalf of the customer. Mother stated that customer has not tested with the true metrix air meter since june. The customer is concerned with test results from results obtained of 99 mg/dl fasting and 456, 523 and 180 mg/dl non-fasting. The customer¿s expected am fasting blood glucose test result range is 130-210 mg/dl. Mother does not know customer's expected non-fasting blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 10/20/2022 and open vial date was not disclosed. The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 54 mg/dl): result 1: 54 mg/dl date: 06-07 time: 04:35am fasting. Result 2: 456 mg/dl date: 06-05 time: 05:24 pm non-fasting. Result 3: 523 mg/dl date: 06-04 time: 06:04 pm non-fasting. Result 4: 99 mg/dl date: 06-03 time: 04:54 am fasting. Result 5: 180 mg/dl date: 06-02 time: 04:44 am non-fasting.

Manufacturer narrative:
Sections with additional information as of 27-oct-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.